Event description:
Bicarbonate bag was applied to dialysis machine per procedure. As machine began to prepare dialysate, staff noticed liquid spraying from right side of bag. Bicarbonate bag was removed and was noted to have a small tear at seam on right upper corner. New bicarb bag was applied without issue. FDA safety report ID# (B)(4).